Event description:
The following event occurred during treatment of a right-sided paraclinoid aneurysm. The aneurysm was not ruptured and had not been previously treated. The aneurysm size was reported to be the following: height 4.0 mm, width #1: 3 mm, and width #2: 3 mm. Thrombus formed at the margin of the coil mass and parent artery (neck interface).